Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and analysed the system log file. The analysis identified flexvision pc was not reachable. Upon further troubleshooting, the fse confirmed that the flexvision pc failed to boot up automatically and required manual startup, thereby confirming the defect. The fse replaced the flexvision pc. After the replacement, the system returned to good working order. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.